Manufacturer narrative:
(B)(4).

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the right ventricle resulting in the need for pericardiocentesis and lead revision. The patient was reportedly stable and lead measurements were within normal limits with no pauses greater than three seconds observed. The patient underwent a surgical intervention where this lead was repositioned from apical to a septal location. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.